Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the lead was attempted several times but not implanted. The lead was not providing very good numbers so the physician requested another lead just in case it was a lead issue. Another lead was implanted. No patient complications have been reported as a result of this event.